Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent implanted in the ureter of a patient 2 weeks prior (exact date unknown), was scheduled to be removed on an unspecified date. Reportedly, the stent was implanted at (B)(6) medical centre in (B)(6). According to the complainant, during the procedure, the contour vl¿ureteral stent had "knotted" inside the patient and could not be removed. Therefore, the patient was scheduled for another procedure to have the stent removed. Attempts to ascertain the patient's condition and obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.